Event description:
During a procedure for ureter stent insertion, the lunderquist wire guide was introduced through the cystoscope via an obstruction of the ureter. Over the wire guide was the doppel pigtal stent, which was pushed over the obstruction also. The lunderquist wire guide did not remove easily, however, upon withdrawal, it was noted the flexible tip was missing. The tip was retrieved from the pt successfully. No adverse effects to the pt.

Manufacturer narrative:
The coil portion of the device was returned for examination. Upon visual examination, it was discovered the mandril wire had separated from the distal weld connection. In addition, separation was noted at the solder connection. Inspection of this device is done 100% to assure proper coil length, proper securement of solder connection, securement of distal weld, and verification the device is free of bends, kinks and other surface imperfections prior to transport. The info provided and review of the product suggests the device met with resistance beyond its intended design or possibly as a result of user error.